Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. However, the sensor was not returned to senseonics by the time this complaint was closed. A review of the in vivo raw data revealed optical instability around the time of the complaint, which likely contributed to the observed inaccuracy. Per the case information, on (B)(6) 2025, the user was informed that our engineering team continued to monitor the sensor's performance and noted improved system stability. The user was offered the option to relink the sensor and resume system use. When a significant shift in signal trends is observed, a relink is recommended, as it clears the calibration buffer and allows the algorithm to converge more quickly to the sensor's new state. A review of the dms alert history confirmed that the user successfully completed a sensor relink on (B)(6) 2025, at 5:55 pm. On (B)(6) 2025, the user informed customer care that they had decided not to move forward with exchanging the sensor, as the current one was performing better. A review of data from the two weeks following the reported event demonstrated good agreement between sg and bg values, indicating that the system had stabilized and was performing within expectations. B4. Date of this report 31 oct 2025. G3. Date received by the manufacturer? 31 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 august 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.